Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was reported that the patient passed away from sepsis on (B)(6) 2021. Bacteremia was identified as the source of the infection. No further information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: a correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 23may2021. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that the infection had an onset date of (B)(6) 2021. There were no clinical symptoms or cultures identified and no treatment was given for the infection.